Event description:
As reported by the user facility: reports the catheter was "frayed" upon removal from the patient. Neurosurgery did retrieve the catheter tip. No add'l info is available at this time.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. No adverse quality trends of this nature were identified during complaint review process for the reported catalog number or lot number. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities. If the sample is rec'd for evaluation or if add'l pertinent info becomes available, a f/u report will be filed.